Event description:
The user stated they noticed the qc was drifting out of range for multiple assays after a water supply decontamination was performed. He stated at least one serum sample out of a 100 pt run had erroneous results. The initial bicarbonate result was 32.9 mmol per l and was manually repeated on the same analyzer with a result of 18.5 mmol per l. The qc tested at the end of the pt run was out of range which prompted a repeat of pt samples. No erroneous results were released. The field service rep determined there was a problem with the water degasser assembly and replaced it. He checked and adjusted the analyzer system water pressure, gear pump pressure and performed mechanism checks. To verify the analyzer performance, the user ran qc with acceptable results.